Event description:
The pt was implanted with a slitex low bleed gel-filled mammary prosthesis in 1992. Subsequently, the pt experienced a ruptured of the device, capsular contracture abnd silicone granulomas. The device was removed in 1999.